Event description:
Healthcare professional reported "rupture". This record is for the left side. The device has been explanted.

Event description:
Device is not PMA approved, therefore this is considered not reportable per the requirements of the FDA.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: Rupture. This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.

Manufacturer narrative:
Additional, Changed, and/or Corrected Data: B5.